Manufacturer narrative:
As no return of product is intended, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
According to additional information received, a revision procedure was performed, this lead was removed and replaced with a non-boston scientific crm lead. No return of product is intended.

Event description:
Boston scientific crm received information that during a follow up visit, this atrial lead displayed noise causing oversensing. It was noted there were numerous episodes of mode switching. A review of the stored electrograms revealed interference on the atrial channel due to myopotential oversensing and atrial tachycardia episodes. No asystole greater than two seconds was noted an internal technical service consultant was contacted. Isometrics could not reproduce the noise. During a follow up visit, an x-ay was performed confirming a lead fracture. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and a lead revision may be performed in the near future. When additional information becomes available, a final report will be submitted.